Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. The instructions for use (IFU) operation manual of this device has the following guidance. Reported events can be prevented and abnormalities can be detected if the IFU is followed. Maintenance management: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Using endotherapy accessories: ·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Per instructions for use (reprocessing manual): the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Do not attempt to pass the channel cleaning brush (bw-20t) or the single use combination cleaning brush (bw-412t) backwards ¿ i.e., by inserting the brush directly into the instrument channel outlet at the distal end of the endoscope¿s insertion section or directly into the suction connector on the endoscope connector. It may get caught, making retrieval impossible. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause is suspected as a possibility of user¿s handling of the endo therapy accessories in the patient procedure. The subject event can be detected by device inspection before use and can be prevented by performing reprocessing according to the IFU. Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The scope was returned to olympus for evaluation. No damage was found in the channel of the scope however; there were scratches identified on various sections of the tube and worn glue observed on the plastic cover and lenses. Additionally, there was a crack observed on the a-rubber glue. The scope was serviced and returned to the user facility. Olympus will continue to monitor complaints for this device. Additionally an endoscopy support specialist (ess) has been in contact with the user facility to schedule a reprocessing in-service. A date has not yet been confirmed. If additional information becomes available, a supplemental report will be filed.

Event description:
The user facility reported that during a colonscopy procedure the physician noted low suction. Upon reprocessing the scope a foreign object was discovered in the device. It was reported that the object was aspirated during a procedure the previous day while in use with another patient. Prior to use on the second patient, the scope was manually cleaned and run through the oer-pro for reprocessing with no problems noted or blocked parts. The object was described as a 3" long piece of plastic with a white stripe down it and that the piece was somewhat in a circle fashion about 1/4" diameter. The user facility then elected to put the scope out of service following cleaning to verify if any damage occurred as a result of the foreign object.